Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. (B)(4).

Event description:
The patient¿s pump logs were provided last examined 01/18/2017 and showed a motor stall occurred on (B)(6) 2016 at 22:53 and recovered on (B)(6) 2016 at 08:44. Another motor stall occurred on (B)(6) 2016 at 21:27 and recovered on (B)(6) 2017 at 21:10. A motor stall occurred on (B)(6) 2017 at 21:26 and reached ¿stopped pump period may exceed tube set¿ on (B)(6) 2017 and recovered on (B)(6) 2016 at 01:27. No further complications were reported/anticipated or expected. Document contained no new information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen [500 mcg/ml] at a rate of 336.10 mcg/day via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that the patient had a routine pump refill at their physician's office on (B)(6) 2016. Afterwards, the patient developed symptoms of overdose (hypotonia- became very loose and "just wasn't himself"). They were concerned that maybe the wrong concentration was used for refill (2000 mcg/ml vs 500). The patient went back to the physician a few days later and received a new refill with the 500 mcg/ml concentration. On (B)(6) 2017, the patient began to show withdrawal symptoms and became very tight, was too sleepy and had decreased tone. The patient's mother reported the dose has seemed inconsistent since that time. It was also stated that the pump often had much more drug left than anticipated when it was refilled. The pump was interrogated and showed multiple motor stalls with no recovery and pump tube may exceed tube set since early (B)(6) 2015. The patient was admitted into the ER, placed on oral baclofen (10 mg qid), and the pump was replaced and programmed at the same prior flex dose to restore intrathecal baclofen. It was reported that no symptoms controlled with baclofen 10 mg at 6 hours and was increased to 15 mg at 6 hours and will go back to 10 mg if the patient is still too sleepy.